Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, lead dislodgement issue was observed on the ra lead and the lead was not functioning. It is unknown if this occurred prior. Physician elected to explant the lead and implant a new lead with no complication. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.